Event description:
It was reported that the patient's pacemaker was in backup vvi mode. The device was restored successfully. The patient had no adverse consequences.

Event description:
New information received notes that the event was initially observed during in-clinic device check.